Manufacturer narrative:
Sorin group (B)(4) manufactures this autotransfusion reservoir. The reservoir is a component of the blood collection set. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the filter disconnected from the cardiotomy reservoir lid. Sorin group (B)(4) has requested that product be returned for evaluation. To date, no product has been received. A follow-up report will be filed when the investigation is complete. The hospital reported this incident to the country competent authority. This medwatch report is being filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that during the procedure, the filter detached from the lid of the cardiotomy reservoir. Blood loss was approximately 600 cc. There was no report of patient injury.